Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. D9. Date returned to mfg: 30-dec-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing performed. Found multiple high-pressure alarms in event log history after starting. The customer's reported problem was not duplicated but was confirmed by functional test. The cause is the dso (downstream occlusion) sensor. Replaced the dso sensor to correct the problem. Pump passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a double beep with the cassette attached. There was no patient involvement, no patient injury was reported.